Event description:
It was reported that catheter entrapment occured. The target lesion was located in a coronay artery. A 3.75mm x 12mm nc emerge balloon catheter was selected for use. The lesion was initially inflated at 20 atmospheres but when the device was removed, it got trapped in the non bsc guidewire. Both balloon and guidewire was removed together from the patient's body. The procedure was completed with a different device. There were no patient complications nor injuries were reported.